Event description:
It was reported that during the procedure, an asahi confianza pro 300 guide wire was advanced via femoral access toward a chronic total occlusion (cto) in the non-tortuous mid anterior tibial artery with heavy calcification, but failed to cross the lesion due to the heavy calcification; during the attempt to cross against resistance, the distal tip separated in the vessel. The confianza (without its separated tip) was withdrawn without resistance. As the separated piece did not occlude flow, there were no adverse patient sequelae, and the tip piece was not accessible due to the cto, no attempts were made to retrieve the tip piece from the anatomy. No additional attempts were made to cross the lesion and no alternative forms of treatment were administered to the patient. While this issue caused a significant delay, the delay did not cause or contribute to any adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was discarded and was not returned for investigation. With the provided information, it is inferred that the guide wire distal end might be trapped by the chronic total occlusion (cto) lesion, where pull back and/or rotational manipulation was excessively made to the guide wire, resulting in the accumulation of the force and breakage of the guide wire due to the force exceeding the product design limit. The warnings section of the instructions for use (IFU) describes: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively it may break or become damaged, result in fragments being left inside the vessel. Separation or breakage of guide wire is listed as one of possible complications and adverse events.